Manufacturer narrative:
The device's pushwire has not been returned for analysis, as it was kept by the user facility. Therefore, we are unable to perform further root cause analysis. Attempts have been made to obtain additional details, however, our attempts have been unsuccessful. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during stroke case, the mechanical thrombectomy device was alleged to have separated "detached" distally. The device had only made one pass. No patient injury occurred. The m2 was occluded. The clot morphology appeared to be fibrin and has sent to out for pathology.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.